Event description:
It was reported that patient was seen with normal impedance in pre-op but full revision was still planned. It was later reported that full revision went as planned even though pre op impedance was not high. The surgeon was unable to see any issues with the lead or insertion of pin. The facility reports that the product was never received, it is concluded the device was likely discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had been experiencing sporadic shocks and was interrogated to find high lead impedance. X-rays are being performed and patient is being scheduled for revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.